Manufacturer narrative:
The device ro 09 005 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic stabilisation system is damaged due to wear and tear. As repair, the hydraulic stabilisation system was replaced. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.